Manufacturer narrative:
(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported there are wires exposed. This event took place during testing. No adverse events were reported as a result of this malfunction.